Manufacturer narrative:
(B)(4). Batch # r93p74. Investigation summary: the device was returned with the tissue pad damaged, melted, and 100% present. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Due to the returned condition of the device, the reported event of " tissue effect issues," could not be confirmed. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes for the tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols, or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic vaginal hysterectomy procedure, the surgeon was using the product and getting a lot of bleeding. As she was trying to control the bleeding, the tissue pad was coming off and was completely detached the surgeon perceived the coagulation to be less than expected. Two more instruments and clips were used to control the bleeding. No blood products were administered and there were no patient consequences reported.